Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a lesion in the subclavian artery using scuba stenting device. The lesion exhibited 80% stenosis, moderately calcified and vessel was minor tortuous. The device was inspected prior to use with no issue noted. The lesion was not pre dilated. It was reported that as the device was crossing the lesion, the stent dislodged from the delivery system. A snare was used to remove the stent. Another stent was used to treat the patient. This event extended surgery time by 10 mins. The stent and balloon were removed. There was no injury or clinical sequelae reported for this patient. "Please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba co-cr biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
Device evaluation: the stent was found crushed into the pouch. The shaft of the device was found kinked close to the hub. Traces of radio opaque solution were detected into the inflation line. The balloon was found partially inflated on the distal side. The crimping mark was clearly visible on the not inflated portion. Continued from block use error cause or contributed to event (the device was used in subclavian artery, however scuba IFU at "indication for use" paragraph describes that this device is designed for the treatment of the arteries below the aortic arch.)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.